Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Time of malfunction: none. Symptoms/ae: surgery to remove procedural sheath. It was reported that the physician was trained in the use of the starclose device, successfully placed a starclose device in 2007. In 2009 after an interventional procedure, when attempting to remove the procedural sheath, it could not be remove and felt it may have got caught on the previously placed starclose clip. Force was used and the procedural sheath broke at the hemostasis valve/side port area; the sheath was still unable to be removed. Force was applied and the sheath broke below the skin. A femostop was applied to control bleeding and the patient was taken to surgery for sheath removal. The vascular surgeon reported that thrombosis had occurred at the arteriotomy site requiring embolectomy. It is unknown if the current arteriotomy/procedural sheath went directly through the middle of the clip or if it was just close enough to get caught on it. There were no other adverse patient effects reported. Though requested, no additional information was provided.